Event description:
The customer reported to customer service that pump had low/no suction and as a result she got mastitis and was treated with antibiotics by her doctor.

Manufacturer narrative:
Customer service sent a replacement pump to the customer. Follow up attempts with the customer to get additional complaint information are on-going. Should additional information or the original product be received, resulting in new, changed or correct information a follow up report will be filed. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues of mastitis are under investigation in (B)(4).